Manufacturer narrative:
Current info is insuffcient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facilty submits a medwatch report, biomet will forward a copy to FDA.

Event description:
It was reported that pt underwent total elbow arthroplasty in 2002. Five years post-operative, ulna bearing found worn during revision surgery in 2007.